Event description:
The customer alleges, he fell from the unit while attempting to transfer from the commode; reported as user error not product related. The user sustained a fractured left tibia.

Manufacturer narrative:
Power chair was not returned for evaluation; event was reported as a user error during transfer and is not product related. Submitting MDR due to injuries sustained from the event.